Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: granuloma: unable to observe, since it is not related to the device. Rupture: no observed, openings on the device. Additional observations: observed, deformation on the device. No further actions are required, as the device was implanted.

Event description:
Health care professional reported, for right side "rupture". Chronic granulomatous inflammation and fibrosis". Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Clarification to d9: this date reflects the date photos of the device were received. The physical device has not been received at this time. Photo analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on november 20, 2023. It is not possible to determine the lot number or catalog number of the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic no additional observations were carried out. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma.

Event description:
Health care professional reported for right side "rupture", chronic granulomatous inflammation and fibrosis". Device has been explanted and replaced with a non allergan device.